Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on the posterior/anterior/radius sides, observed a void >1 mm in the non-textured valve-to-shell-bond area, wear abrasion, and fold crease. A leak test and microscopic analysis were performed which identified a striated opening. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening assessed as surgical damage consistent in the use of some surgical tools.

Event description:
Device has been explanted.